Event description:
It was reported to lifecell that the device was used in trauma case, on a patient with an extensive abdominal muscle and bladder injury. On pod 3, during wound vac dressing change, the physician observed the device sutures pulled through. The device was replaced with another lifecell product.

Manufacturer narrative:
Method of evaluation: evaluation of the returned explanted product; review of the device history record; query of the lifecell complaint system for any other complaints reported to lifecell against this lot. Results of evaluation: the evaluation of the returned product was not possible since it was fixed in formalin. Review of the device history record revealed no deviations associated with the nature of this complaint. To date, all 197 devices processed for lot s10863 were distributed, including 24 devices that were reported as implanted, with two other similar complaints reported against this lot (ref. MDR 1000306051-2011-00011 and MDR 1000306051-2011-00013). Conclusion: (to be specified): no conclusion can be drawn as device met qc release criteria, including tensile and suture retention testing. Event reported is malfunction, suture pull through post-operatively, that required removal of the device. Condition of the patient may have been a contributing factor.